Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The insulin leak occurred with different cartridges. It is unknown how many cartridges were defective. The affected material has been discarded.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.